Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was 551 mg/dl. A correction bolus via the pump was delivered to address bg.